Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported unknown noise from the ventilator. There was no patient involvement or user harm at the time the issue was discovered. The service technician confirmed the reported problem; the blower of the ventilator makes abnormal noise. After the blower is reinstalled, the abnormal noise still exists, so it is determined that the blower is at fault. The service technician replaced the blower to resolve the reported issue.